Event description:
It was reported that the pulse generator exhibited wand-only telemetry during interrogation in the box. The device was not implanted.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator was received in rf telemetry terminated. After a product code download, rf telemetry was enabled successfully. Electrical testing found normal device characteristics. The reason of rf termination could not be determined.